Event description:
The morning of friday (B)(6) 2025, my dad (B)(6) was altered and had a convulsive seizure episode. I, (B)(6), his daughter call ems. His freestyle libre 3 sensor read 110 but the ems did a finger stick and it read 510. He was transported by ambulance to (B)(6) hospital in (B)(6) and was later discharged the afternoon of tuesday (B)(6) 2025. The staff had said the freestyle sensor was misreading and we need to replace it and we did once he got back home. We did not think to call freestyle support cause we replaced the sensor. The morning of sunday (B)(6) 2025, I was driving with my dad (B)(6) in the passenger seat about 2 mins up the road when he became unresponsive and went limp. I turned back home and called ems they instructed me to pull him out of the car and perform CPR until ems gets there. He was brought to (B)(6) hospital in (B)(6) via ambulance still giving him CPR. We were told that he was down without a pulse for 45 minutes. He suffered a massive stroke and the brain damage was significant and nothing else they could do. We withdrew life care afternoon of monday (B)(6) 2025.